Manufacturer narrative:
No evaluation was performed on this device as no failure or malfunction was alleged with this event. The account confirmed that a device from another manufacturer, whose name was not provided by account, was proven to be responsible for the patient injury. No evaluation performed. No failure or malfunction alleged with this event.

Event description:
It was reported that the s2 drill and the 4.0cm straight attachment were used during the course of a procedure at the user facility where the patient sustained a burn to the ear. The degree and scope of the burn was not provided by the account, nor was the additional treatment plan. However, there was medicated ointment used to treat the burn immediately following the injury. Although these devices were used during the procedure, no failures or malfunctions were alleged and the account reported that a microscope from another manufacturer was proven to be at fault for causing the burn. This was confirmed upon follow-up with the sales representative and later with the account.